Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was between 6 and 8 mmol/l. The customer's father stated that the buttons were sticking and the issue had started about a week prior. He stated that the keypad issue occurred once the last week, again the day prior to the day, and then perpetually on the day of the call. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
No freezing was noted. No unresponsive button was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a missing end cap sticker.